Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 23mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted due to structural valve deterioration and leaflet tear. The device was replaced with another 23mm trifecta valve. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of explant of the valve due to a leaflet tear was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Related manufacturer report number: 2135147-2022-00213.